Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, particle was found on the posterior side of the lens. They cannot see any particles in the cartridge when the lens is loaded. They always find the particle first when the lens has been injected. The surgery was completed by removing the particle from the lens when it was implanted into the eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).